Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation .the most probable cause of the failures related to white foreign material is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reporter complaint. During the evaluation of the device, air water cylinder and channel tube were observed with foreign objects. The service repair technician indicated that the most likely cause was not established. There was no report of patient involvement.